Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and implantable cardioverter defibrillator (s-ICD) exhibited noise six days post implant. The local field representative contacted technical services (ts) to inquire if the physician could perform an s-ICD screening even though a device was already implanted. Subsequent information was received that this s-ICD and electrode were explanted. A transvenous implantable cardioverter defibrillator (ICD) system was successfully implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this electrode and implantable cardioverter defibrillator (s-ICD) exhibited noise six days post implant. The local field representative contacted technical services (ts) to inquire if the physician could perform an s-ICD screening even though a device was already implanted. Subsequent information was received that this s-ICD and electrode were explanted. A transvenous implantable cardioverter defibrillator (ICD) system was successfully implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.